Event description:
The patient underwent a thrombectomy procedure in the m1 segment of the right middle cerebral artery (mca) using a penumbra system red 68 reperfusion catheter (red68), a neuron max 6f 088 long sheath (neuron max), and a guidewire. The physician advanced the red68 over a guidewire and performed one pass in the target vessel. Angiogram imaging was performed using contrast and the physician noted that the procedure was successfully completed. Upon removal, the physician found that the red68 was fractured and unraveled at the distal length and connected by a wire inside the neuron max. The physician was able to pull the red68 out of the neuron max by hand. Another angiogram was performed and no part of the red68 remained in the patient. There was no report of an adverse effect to the patient. This device is within scope of lots identified in a voluntary recall initiated june 3, 2026.

Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. Ncr-00925 was opened to investigate this issue.